Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There were no other complaints reported in the lot. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
A surgeon reported two patients that presented with visually significant anterior membranes following intraocular lens (iol) implant surgeries. Both patients were bilaterally implanted. Three months following the initial implant surgery, an anterior membrane was noted. The patient's vision fluctuated over the next few postoperative visits. The patient was seen by a retinal specialist and no abnormalities were seen. Additional information has been requested. There are four medical device reports associated with this event. This report is for the second patient, right eye.